Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e19 err_wdog_test, e51 err_corrupt_compliance_log, e55 err_therapy queue_full, e65 err_stuck_encoder_a, and e66 err_stuck_encoder_b. The device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.